Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the stylet could not be fully inserted into the left ventricular (lv) lead. The lv lead was removed and replaced. The patient was in a stable condition.